Event description:
It was reported that the patient presented at the emergency room because he heard the device beeping. It was also reported that the lead integrity alert had triggered, the sensing integrity counter was high, and there was noise on episodes that occurred while the patient was either sleeping with an ipad on his chest or swimming. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that the patient alert triggered. The right ventricular lead had rising and high impedances and was oversensing. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that the patient alert for out of tolerance subthreshold lead impedance was recorded on (B)(4), 2010. The ventricle sensing integrity counter (sic) counts increase to 90.5avg day beginning (B)(4), 2010. High sic count can indicate an intermittency in the system. Six short ventricle to ventricle cycle sensed events of non-sustained tachycardia of less than 220 ms are observed on (B)(4), 2010.